Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, reciever, and smart device. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A pairing test was performed and passed. The receiver log was downloaded and a loss of connection was found within the investigation window. No injury or medical intervention was reported.